Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the issue is the main printed circuit board assembly.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported the events log shows the following alarms: vent inop, motor fault, circuit disconnect, low peak inspiratory pressure, and low minute ventilation alarms. The customer performed troubleshooting, but the issue went unresolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.